Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose (bg) of 400mg/dl with polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient was disconnected and one unit of air bolus was administered but was not recorded correctly in the bolus history. It was revealed that the basal delivery totals in total daily dose did not match due to a variation from changes made by the customer to the basal program. The cartridge was changed, the basal edit screen was accessed, the prime menu was accessed, and a suspend occurred. The basal history did match the active basal program settings, and the bolus totals matched. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, the pump powered on to the verify screen. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal rate correctly showed 2 units and the total daily dose correctly showed 48 units. A normal 10 unit bolus and 10 unit audio bolus were manually performed successfully, and both were accurately recorded in the pump history. The bolus history was recording properly. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The complaint of bolus history not recording properly during the testing was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.